Manufacturer narrative:
Analysis of the device could not be performed as it was not returned. Fluoroscopic videos from a cd-rom showed the device in the artery and the artery showed good flow. After the device was withdrawn, the artery showed poor fllow. This was consistent with the "total occlusion" described in the complaint notification form. In the images the device was not shown in motion, so no evaluation can be made about the user's handling. Images of the guidewire showed nothing remarkable. It appeared to be without kinks or bends, so there was no obvious device-related cause for the total occlusion. The complaint notification form stated that the physician treated the total occlusion with an aspiration catheter and two more stents. The patient was eventually discharged home.

Event description:
The galeo pro guidewire was used to cross two stenoses in the lad. During withdrawal of the guidewire a total occlusion of the lad occurred. The physician used an aspiration catheter and two more stents for this occlusion. The physician thinks the 4 guidewire was the trigger for the thrombus.